Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the extraction was attributed to non-union and the replacement due to additional trauma. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. Sign fracture care international continues to monitor these events as part of our post market activities.

Event description:
We became aware on 10/27/2016, that a sign im nail implanted to repair a fracture was removed due to non-union then later replaced due to additional trauma. The im nail was removed then later a sign 10mm x 360mm standard nail was placed per the sign technique manual. Surgeon comment: "originally a subtroch fx treated with antegrade sign nail. It failed and was converted to dhs. Subtroch fx healed and then pt. Developed spiral fracture below dhs. Dhs removed on (B)(6) 2016 and retrograde sign inserted to fix newest fx."